Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son's insulin pump alarmed with a motor error and has been having more frequent battery changes. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not occur due to the son being away on a mission; the father did not have the pump with him. The father was advised to have the son call for troubleshooting, and to have the son discontinue use of the pump and revert to a medically prescribed back-up plan. No products were shipped or returned.